Manufacturer narrative:
Due to the automated mes/DHR (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported ¿the procedure was performed on (B)(6) 2024 with one surpass evolve fd (fd4002, lot 24348181), implanted, completely covered aneurysm neck. (B)(6) 2024 dsa showed no parent artery stenosis¿. Post procedure, dizziness accompanied by limb numbness and fatigue for 2 days. CT on (B)(6) 2025 showed no obvious abnormalities found. Treated with aspirin 100mg daily, the event was sae (hospitalized) & ongoing. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported from a clinical study that about 8 months post procedure of treatment of a right internal carotid artery-communicating (c7 segment) aneurysm, the patient experienced ae adverse event#1 of transient ischemic attack (tia) with dizziness accompanied by limb numbness and fatigue. This ae was probably related to the subject implanted flow diverter stent. It lasted for 2 days. The patient was treated with medication aspirin 100mg daily and extended hospital stay. The outcome of the ae is ongoing. No other information is available.

Event description:
It was reported from a clinical study that about 8 months post procedure of treatment of a right internal carotid artery-communicating (c7 segment) aneurysm, the patient experienced ae adverse event#1 of transient ischemic attack (tia) with dizziness accompanied by limb numbness and fatigue. This ae was probably related to the subject implanted flow diverter stent. It lasted for 2 days. The patient was treated with medication aspirin 100mg daily and extended hospital stay. The outcome of the ae is ongoing. No other information is available.